Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the modified hudson adapters and the t-handle adapter broke mid surgery. The handles would not fully clamp onto the stem for tightening the implant.